Manufacturer narrative:
Qn#(B)(4). The customer returned a guide wire, sheath ext assembly with dilator, lidstock and other various components for evaluation. Visual examination of the guide wire revealed one large kink and one small kink towards the middle of the guide wire body. Both welds appeared intact and the j-bend was slightly misshapen. No other defects or anomalies were observed on any of the returned components. The kinks in the guide wire measured 120mm and 265mm from the distal tip. The overall length of the guide wire measured 454mm which is within specification of 450-458mm per product drawing. The outer diameter of the guide wire measured 0.86mm which is within specification of 0.838-0.877mm per product drawing. The inner diameter of the dilator tip measured .036" which is within specification of .036-.038" per product drawing. The outer diameter of the dilator body measured .078" which is within specification of .078-.080" per product drawing. The inner diameter of the sheath tip measured .079" which is within specification of .078-.079" per product drawing. All relevant dimensions were within specification. The returned dilator was inserted through the returned sheath and the returned guide wire was inserted through the dilator. The guide wire passed through with minimal resistance. The dilator fit inside the sheath as expected. A manual tug test confirmed both the proximal and distal weld were intact. A DHR review was completed with no relevant findings. The IFU provided with this kit warns the user "do not apply excessive force in removing guide wire, dilator or sheath. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The customer complaint that "doctors think that the guide wire and introducer sheath is not tight enough, they want to know about the real internal lumen size", was not confirmed through this investigation. However, two kinks were confirmed in the guide wire body. Visual inspection confirmed the kinks were towards the middle. However, the returned components passed all relevant functional and dimensional inspections and a DHR review was completed with no relevant findings. Based on the sample received, the root cause of the kinks in the guide wire is determined to be unintentional use error. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: "doctors think that the guide wire and introducer sheath is not tight enough, they want to know about the real internal lumen size".

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg/dilator resistance - kinked.

Event description:
The customer reports: "doctors think that the guide wire and introducer sheath is not tight enough, they want to know about the real internal lumen size".